Event description:
It was reported that aborted therapy due to oversensing was observed via merlin.net. Device interrogation revealed exit block of the rv lead. Externalized conductors were observed via x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.